Event description:
A 68 y/o pt undergoing a surgical procedure for aortic bifemoral bypass. During the course of surgery, interference was noted on the pt ECG waveform. This interference was present even when electrosurgery was not being activated. While troubleshooting this situation, the life tech nerve stimulator was removed and the ECG interference was noted to disappear. Upon removal of the electrodes from the pt's forehead, two burns were noted, similar in size to the gelled area from the electrodes. Two electrosurgical units were noted to be correctly placed. No other burns were noted at any monitoring electrode site or at either retractor site. All equipment involved at the time of surgery was inspected by the clinical engineering dept and found to function properly. The MFR of the nerve stimulator (life tech) was contacted and after discussion with the engineer at life tech, the hospital was informed that the stimulator was not insulated from rf generated by instruments like the electrosurgical units and a recommendation was made by the MFR not to use the nerve stimulator when using electrosurgical units. In review of the operators manual, there is no recommendation/precaution not to use the nerve stimulator when using electrocautery units. The hosp feels that the most plausible reason is that the burn was the result of newve stimulator current. The hospital feels radiofrequency interference from either or both electrosurgical units may have caused the nerve stimulator to erroneously activate. The hosp. Could not, however, duplicate this exact scenario. Upon further testing by the hospital's clinical engineers on both the nerve stimulator and electrosurgical units, the clinical engineering dept was able to demonstrate that the electrosurgical unit can indeed interfere with the operation of the nerve stimulator. The burns were 3rd degree in nature and were tested with silvadene cream.